Event description:
Patient had several dislocations after primary right total hip. Required revision of poly liner by placing hooded portion anteriorly and implanting an upsized femoral head from a 40x0 to a 40x+4 cocr head.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00419332_1644408-2023-01145; 400-03-401, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.